Event description:
It was reported by rep the device was used during a video assisted thoracoscopy. It was reported the contact person stated that the blue cartridge of the atb35 dislodged from the metal piece during the reloading. Unnoticed to the scrub nurse she attempted to load cartridge and as a result experienced misfire in subsequent firing. Another cutter was opened and hemostasis was acheived. There was no consequence to the pt.